Manufacturer narrative:
D10 concomitant medical products: vloca208l, vloca208l v-loc* 180 2-0 abs reload20cm, (lot #n4a2413y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a total laparoscopic hysterectomy using the suturing device, a needle component fell into the cavity of the patient and was not retrieved. An x-ray was performed, which showed the needle, but it could not be extracted.

Manufacturer narrative:
Additional information: b5, d1, d4 (model #, catalog #, expiration date, lot #, unique identifier (UDI) #) , g3 , g4 (PMA / 510(k) #), h4, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a total laparoscopic hysterectomy using the endostitch device, the whole needle fell into the cavity of the patient and was not retrieved. The needle broke off in the vaginal cuff during suturing. The suture was also off of the needle. An x-ray was performed, which showed the needle, but it could not be extracted.